Event description:
The reporter stated the surgeon attempeted to insert a cq2015 collamer three-piece lens, but hte haptic tore of advancing through the cartridge. There was no patient contact or injury.